Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced occlusion on the reservoir. The customer's blood glucose reading was 175-200 mg/dl. The customer stated that in the last six weeks, he gave bolus with shots but the pump gave basal. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The product was not returned for analysis.